Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient experienced suction loss while laser firing in both eyes and patient was converted to photorefractive keratectomy. It was noted the patient had deep orbits, challenging anatomy. This report is for eye #1. A separate report is being submitted for eye #2.

Manufacturer narrative:
Correction - lot number. In the initial report the serial number field was populated however, this device is not serialized, it is a lot number product. This has now been corrected and the lot# field has been populated with unknown.